Event description:
Patient experienced sob and chest discomfort at the completion of procedure. Elevated head, applied 02 at 2l, and applied a cool cloth to head. Patient denied sob and chest pain within 5 min. Physician notified of supportive measures. Still stating anxious.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.